Event description:
It was reported that the customer¿s ilet insulin pump had a cracked housing/insulin chamber, and a replacement was arranged after confirmation of shipping details and education on return and setup were provided. Symptoms included no reported changes in blood glucose at the time of the report. Outcomes included continued use of the existing system while monitoring glucose and subsequent replacement of the device. Investigation included remote troubleshooting and user education, review of use conditions, and coordination for return of the affected device. Investigation of the returned device revealed a damaged external pump component consistent with physical damage, without reported alarms or performance impact at the time of use.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.